Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If any additional information is received, a follow-up will be sent.

Event description:
On (B)(6) 2009 a review of the device event history log was conducted. An increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2012. At this time baxter was not contacted by the patient for assistance. The details of the iipv event were as follows: during night drain cycle one, the patient's ultrafiltration reading was 242ml, indicating the home patient (hp) drained 242ml more than their maximum programmed fill volume of 180ml. This information meets iipv criteria, and is a reportable malfunction. It is unknown how long the device was in use when the event occurred. Furthermore, as this event was found during service, any patient injury or medical intervention is unknown.